Event description:
It was reported that the device had speaker malfunction, there was no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter institution number (B)(6). Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The customer visually inspected the device and attempted to turn on the monitor. They checked the power supply and wiring and observed the boot behavior. Result of tests: the monitor boots up and shows the speaker error. It was concluded, there was probably a hardware defect in the motherboard, as the error only occurred after its replacement. A replacement of the motherboard is probably necessary. A philips field service engineer (fse) was dispatched onsite to further evaluate the unit. The fse confirmed the alleged malfunction. The fse replaced the motherboard and speaker assembly to resolve the issue. The unit has returned to working specification. Based on the information available in the case and provided by philips personnel, the cause of the reported problem was confirmed to be the motherboard and speaker assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.